Event description:
The dr inserted the catheter in the pt on 11/3/98 and sent the pt home. On 11/10/98, the pt heard a popping sound and the catheter began to slip from inside the pt. At the dr's office, the catheter was removed. Upon removal, the dr noticed that the catheter's balloon had burst.